Event description:
It was reported that the customer received a failed battery test alarm on the insulin pump. The customer's blood glucose was 160 mg/dl. The contacts on the battery cap were not missing or damaged. The battery compartment and spring were neither corroded nor damaged. The customer had already cleaned the battery cap contact and was advised to insert a new battery and he did not receive a failed battery test alert. The customer began to receive battery out limit alerts after the battery was out of the insulin pump for less than one minute. The customer was advised to revert to a backup plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with high idle current due to open trace on lcd driver. No unexpected off no power, low battery, failed battery test or battery out limit alarms noted during our testing. The insulin pump has minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.